Event description:
Healthcare professional reported rupture. This relates to the left side. Healthcare professional later reported "pain in left breast and lymphadenopathies in left arm pit" diagnosed via ultrasound and MRI. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). Pain unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual evaluation: device photograph(s) for the device related to the reported event of rupture, pain and lymphadenopathy was reviewed on august 13, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe. Pain: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture. This relates to the left side. Healthcare professional later reported "pain in left breast and lymphadenopathies in left arm pit" diagnosed via ultrasound and MRI. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "lymphadenopathies". Continued e1 phone number: +(B)(6) email: (B)(6).

Event description:
Healthcare professional reported rupture. This relates to the left side. Healthcare professional later reported "pain in left breast and lymphadenopathies in left arm pit" diagnosed via ultrasound and MRI. Device has been explanted and replaced with another manufacturers device.